Event description:
It was reported that during a clinic visit, a high voltage lead impedance of greater than 200 ohms was measured. The device and lead were both replaced, due to high impedance.

Manufacturer narrative:
Hv lead impedance was confirmed. The root cause was found to be a broken can wire in the device header.